Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h6: evaluation codes h10: additional narrative one impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item # (IFU/rmf). Pre-existing patient condition noted on the per was type ii (moderate) bone density. The reported device was being placed on tooth 36 (fdi) when the incident occurred and the implant had been placed for unknown amount of time. The reported events could not be recreated due to the nature of the dental device and event. X-ray or picture image was not provided by customer. Device history recorded (DHR) review for tsvb10 could not be performed since the lot number was not available. A year-long complaint history review by item number (tsvb10) was performed for similar category using keywords 'damaged drive feature', 'does not seat' and no complaint about nonconforming products were identified. June post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event were non-verifiable and the products were not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for 0002023141-2021-01287 submitted on may 14, 2021 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. UDI not available. PMA/510(k) number k011028 and k013227.

Event description:
It was reported that the implant connection is damaged as doctor attempted to place two abutments and they were not able to seat on the implant. Implant remains on patient mouth.